Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that six dental implants did not osseointegrated. The implants were immediately loaded. The patient presented insufficient bone quality/ quantity (bone type ii).